Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was in hospital for treatment of a reaction to anti-seizure medication. Upon device interrogation, the right ventricular lead exhibited sensing anomaly. The lead was capped and replaced. The patient tolerated the procedure well and was recovering well post procedure.